Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise solely on the right ventricular (rv) channel with this defibrillation lead. The health care personnel indicated that this noise had inhibited pacing, all other measurements were within normal limits. Reproducing the noise beyond pectoral isometrics had not been attempted to date. There were no reported adverse patient effects associated with these clinical observations.

Manufacturer narrative:
As of today, the available information suggests these medical devices remain in service. Pending physician approval, device sensitivity was to be reprogrammed to least sensitivity. Latitude was to be used for monitoring this issue in between patient follow-ups. The local area sales representative was contacted regarding this information. If any additional information related to this incident becomes available, this event will be updated. Additional information was received that the device was later electively explanted and returned for reliability analysis. Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.